Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. (B)(6) technical services (tsi) agreed with the reprogramming and revision but since end of life (eol) and battery capacity depleted (bcd) is declared, unable to proceed. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).